Manufacturer narrative:
Additional information: section b5 - describe event or problem: account provided that the patient is satisfied. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 13-apr-2026. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the lens was cut in half. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zxr00v model lens. The complaint issues were not identified during product evaluation. No other issues could be observed or confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the standalone intraocular lens (iol) implanted in (B)(6) 2024 was explanted and replaced with an odyssey iol (sn (B)(6), 23.5 diopters) due to patient's dissatisfaction with their near vision. Account indicated that the patient does not have any pre-existing conditions. The subjective refraction in the affected eye was -1.0 -0.25 / 55 degrees. The visual acuity without correction was 1.0p. It was provided that the patient had significant corneal edema post iol exchange; however, the surgeon was positive. No further details were provided.